Event description:
It was reported that the handpiece began leaking a brown fluid while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.